Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient had a lead infection. No symptoms or outcome were reported. A follow-up report will be submitted if additional information becomes available.